Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during implantation of an intraocular lens (iol) there was a crack in the periphery area of the lens but also proceeded with the case since it was not central. Additional information was requested. There are two medical device reports associated with this event. This report is 2 of 2.